Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, the system was in clinical use at the time of event. The customer was performing coronary planned treatment/non-emergency treatment. The procedure was completed after rebooting the system. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not booting up. Upon troubleshooting, fse reviewed log file and found that the flexvision pc was defective. To resolve the issue, the philips engineer replaced flexvision pc and hard drive. The defective flexvision pc was returned to philips for further analysis and investigation confirmed the failure of flexvision pc and it was identified that there was memory/ram failure. After replacement of flexvision pc and hard drive, the system was returned to use in good working order.

Event description:
It was reported to philips that the allura device got stuck when shutting down and didn't boot up. The device was outside of clinical use at the time of the event. No harm to the patient or user was reported. A philips field service engineer (fse) visited the site and replaced the flexvision pc. The device was returned to expected functionality. Philips has started an investigation of this complaint.